Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer, with the help of the remote service engineer (rse), assessed the device. Customer examined host pc for power and found that green led was on, but there was no activity. To resolve the issue the customer pressed the reset button, which allowed the pc to boot up normally. After shutting the system down, it was able to power back on successfully. After which system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.